Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device has been service, a complete device analysis could not be completed to investigate the reported death. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. The review of service history did not identify any previous servicing events that could have contributed to the reported problem of patient symptom ¿ other (home patient passed away). Should additional relevant information become available, a follow-up report will be submitted.